Event description:
It was reported that the helix was tested on the table prior to implant attempt. The helix mechanism would not extend after more than 30 rotations. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. However, it was noted that the defibrillation coil was distorted, the inner tubing was kinked/buckled and the lead appeared damage at implant. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.